Event description:
Reportable based on analysis completed 30jul2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated and the 3.0x16mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 3.0x16mm promus element stent. There were no patient complications reported. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The stent was flattened along its length causing one of the struts on the fifth row from the proximal end to be slightly raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several smaller kinks were noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).